Event description:
Caller reported that the screen became grey or black, with only the border lighting up when the wake button was pressed. The customer reverted to an alternative method of insulin therapy.